Manufacturer narrative:
The ablation procedure was performed on (B)(6) 2018. The adverse event occurred on (B)(6) 2018. Preprocedural imaging determined that the esophagus was overlying the posterior wall of the left atrium close to the left inferior pulmonary vein (lipv). While treating the lipv, an esophageal temperature rise to 40 c was noted. Esophageal temperature rises are a known possible cause of esophageal injury in pulmonary vein isolation procedures although it is important to note that no definitive link between the ablation procedure and the adverse event has been determined.

Event description:
Pulmonary vein ablation was performed (B)(6) 2018 with no reported adverse events. An esophageal temperature rise up to 40 c while ablating the left inferior pulmonary vein was reported. Patient reported chest pain with shortness of breath on (B)(6) 2018 after eating. Patient was admitted to the hospital on (B)(6) 2018 and a cta study of the chest performed. Air was noted in the pericardium. Cta report stated air most likely in pericardial space from esophageal rupture. On (B)(6) 2018 patient underwent repair surgery. Patient died during surgery. Autopsy performed (B)(6) 2018. Cause of death reported as esophageal perforation.